Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that several years following initial observation this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) continued to exhibit high out-of-range pace impedance measurements in addition to noise and high pacing threshold measurements. The patient was hospitalized pending further evaluation and potential system revision. The out-of-range impedance measurements were confirmed to extend back at least one year prior to the patient's hospitalization. A revision procedure was performed wherein the pace/sense portion of this lead was capped and surgically abandoned while a new dedicated pace/sense lead was implanted. The high voltage portion of the lead was tested and found to function appropriately with no lead parameters measuring outside normal limits. No adverse patient effects were reported. This system remains in service.